Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation involving an eea xl 25mm single use stapler with 3.5mm staples subject to a patient event reported. A review of the device history record (DHR) could not be performed because the lot number was not provided, however, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. This evaluation was based on a medical review of all the data received from the site and a pmv review of complaint trends. The clinically applied product was not available for analysis and was the subject of one patient event. Photographs were not received for analysis. This incident was characterized by symptoms of fever, respiratory distress, and hemodynamic instability one week post operatively. The reporter of the incident indicated that a hemorrhage with hematoma was observed in the anastomosis area and re-operation was performed to correct. During the ensuing thoracotomy, a large clot was observed at the staple where dehiscence of the staple line had occurred. Unfortunately, the root cause for the reported condition could not be reliably determined as the device was not received for investigation and sufficient evidence was not provided to determine a potential root cause for this issue. No product enhancements or process improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Additional information indicated that the patient was diagnosed preoperatively with a cardia adenocarcinoma via a thoraco-abdominal x-ray. The patient presented postoperatively with anemia not thought to be related to the event with no evidence of bleeding. A postoperative thoracoabdominal x-ray was performed on (B)(6) 2016, in which, it was believed by the physician, that the bleeding found, was the cause of the dehiscence discovered. On (B)(6) 2016, the patient developed a fever and, on (B)(6) 2016, the patient went into respiratory distress and developed hemodynamic instability. On (B)(6) 2016, the patient underwent a second procedure (thoracotomy), a large clot was observed at the level of the staple line, which showed 50% dehiscence. The clot was evacuated and the staple line repaired. Two surgical drains were placed. The patient received transfusions during the hospital stay but not related to the event. The last details provided that the patient was recovering in the intensive care unit (ICU).

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, a male patient had a postoperative complication of hemorrhage with hematoma in the anastomosis area after an esophagectomy procedure. The staple line did not hold and the patient underwent reoperation to re-do the anastomosis with tissue loss. The patient was transferred to the intensive care unit post-reintervention. No reinforcement material was used. According to the surgeon, the patient showed a satisfactory result in the or during the first procedure he stated there was no hemorrhage, the blue methylene leak test was successful, and the donuts were intact.

Manufacturer narrative:
(B)(4).